Event description:
It was reported that the procedure was to treat a lesion in the diagonal artery with no tortuosity and mild calcification. A 2.25x12 mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was soaked prior to use and air aspiration was performed outside the patient anatomy per the instructions for use. The bdc was advanced without resistance and the balloon was inflated once up to 6 atmospheres for post-dilatation of an unspecified stent but the indeflator could not maintain pressure. A balloon rupture was suspected. The bdc was removed without resistance and the shaft was noted to have separated into 2 pieces. Both pieces were removed and nothing was left in the body. A non-abbott bdc was used to complete the procedure by post-dilating the unspecified stent implant. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported suspected balloon rupture was not confirmed; however, the loss of pressure was likely due to the shaft separation. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.